Event description:
A customer reported experiencing bleeding after inserting the adc device and had experienced a seizure and a loss of consciousness. The customer's parent performed a finger stick blood glucose test and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed both the sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no failure modes were observed upon visual inspection on the sensor plug assembly. Further investigation was not performed due to no product returned. Therefore, issue is closed to no product returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Sensor pack and applicator was returned for this complaint. The dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the partial product is returned, a physical investigation will be performed, and a follow-up report submitted. Section d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after inserting the adc device and had experienced a seizure and a loss of consciousness. The customer's parent performed a finger stick blood glucose test and no further information was provided. There was no report of death or permanent injury associated with this event.